Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella rp device for pulmonary circulatory support. It was reported that a diagnostic cath was performed to assess coronaries. The diagnostic revealed an embolus from native valve. A stent was placed followed by the cardiac surgeon deciding to remove impella rp due to higher flows on tandem. Patient survived the explant procedure but subsequently expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).